Event description:
It was reported that the ilet issued recurring alert 32 for a motor processor communication error despite multiple restarts, including one performed with support on the call, indicating a delivery motor communication problem consistent with a failure to infuse and associated with the circuit board; the device was synced and paired with a dexcom g7. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed signal loss and a device delivery failure consistent with a component issue involving the circuit board. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.